Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was conducted. The report indicates that the returned instruments were given to our relevant pm for investigation; here the result: note the blade is completely jammed up and could only be loosened up by using excessive force. This gives us a clear indication that the pfna blade has not been inserted correctly (wrong rotational direction). It is also clearly visible that all other returned instruments are damaged (as mentioned on the dr). The welding of the impactor is even broken off. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. The returned articles were analyzed for conformance to print specification, as well as the device history records have been researched. No abnormal findings were identified. Please revisit the relevant op instruction in order to prevent such problems in the future. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the pfna blade could not be locked. The process made removal and exchange of blade nearly impossible. Everything went fine, until implantation of the blade. Massive force needed to get the blade out (aprox. 20min). Visual damages can be found on all parts listed above. After removal, second set has been opened and surgery could be finished without further complications or issues. No harm of the patient, result looked good. This report is 2 of 6 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for impactor f/pfna blade. Additional product code: hsb, hwc. The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.